Event description:
It was reported that the patient came in for beeping. It was noted that there was an alert on the right ventricular (rv) lead for rv defibrillation impedance that jumped above the normal range. The defibrillation impedance had been rising. It was further noted that there had been a superior vena cava (svc) impedance measurement above the normal range approximately one year prior. The svc coil was programmed off at that time. Reprogramming was performed for the rv defibrillation above the normal range and the lead remains in use. No patient complications have been reported as a result of this event.

Event description:
More than 5 years later, the rv coil impedance was noted to have slowly increased and became high/undefined. Low r-waves were also noted. The lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated the interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.